Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and thin leaflets. An ntw clip was deployed on the mitral valve. However, after deployment, tissue damage was observed on the posterior leaflet. To treat the tissue damage and to further reduce mr, an additional clip was implanted, reducing the mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury appears to be related to patient conditions and due to thin leaflets. Tissue damage/injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.